Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic jejunoileal bypass, during firing, the device stopped firing at about 2/3 of the staple line. The handle error mark was displayed on the screen. The handle was restarted by a long-press on the side green button, but a black line was displayed instead and suddenly, the handle error mark was displayed again. The knife was returned by using a manual adapter tool and surgeon had to do a manual suturing to complete the case. The surgical time was extended by less than 30 min.